Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A device history record review was performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no keystrokes, programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional performance specification requirements. A simulated therapy was completed with no issues noted. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned, and an investigation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis therapy. The cause of death was reported to be myocardial infarction. The patient was at home when they experienced a heart attack. Automated peritoneal dialysis therapy was ongoing until the time of death. The patient was disconnected from the homechoice device so that cardiopulmonary resuscitation (CPR) could be performed. An autopsy was not performed. No additional information is available.